Event description:
The customer reported that the system was freezing up when entering demographics and loosing images on contract.

Manufacturer narrative:
The ge service rep checked the control panel 5v supply, disconnected device connector for the ir sensor, checked the data entry function and verified the problem was resolved. Also he examined the debug log and found the system locks up after the login. He created several test cases and found the system would not save images. He erased the xrc, ffb and srv flash, then reloaded the system software, rebuilt the nodes, then restored all cal files, as specified in the service manual. He created several test cases again and verified the problem was resolved. He checked overall operation and verified the system performs as intended.